Event description:
It was reported that the customer has issues during prime/rewind, and the insulin pump alarmed. The blood glucose reading at time of call was 68mg/dl, and her blood glucose was treated with food. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the basic occlusion test as a result of a loose drive support disk.